Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: (B)(6); rev. E h3: a medtronic representative went to the site to test the equipment. Testing revealed that the handswitch needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. It was installed in a test system and the 2d button was intermittent at acquiring images. 3d and store buttons functioned as expected when pressed. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that this system was unable to expose a 2d image. This only occurred when using the hand switch. Troubleshooting was performed. Upon rebooting the system, the issue continued, but when using the foot pedal, the system was able to expose normally. Neither delay nor patient impact information were provided. (B)(6) 2023 e1 (rep, for): the site manufacturer representative switched to the foot pedal. There was a 10 minute delay to the case. 2023-oct-04 e2 (rep, for): additional information was received. It was reported that the procedure being performed at the time of the event was a l3-l5 revision and fusion. (B)(6) 2023 e3 (rep, for): additional information was received. It was reported that there was no reported impact on patient outcome.